Event description:
Two hospitals that biomedical engineering is responsible for have the philips medical central monitoring systems. The issues are the mouse and or the keyboard locks up and then we have to re-boot the system for each occurrence. In addition the touch screen display will lock up and we have to re-boot the system for this malfunction also. Philips incorporates software they call kavoom which allows 1 mouse to be used for several displays without having to manually switch from display to display.our mouse problems ranged from curser staying on 1 display to the mouse simply locking up on 1 display. The problem began shortly after installation in (B)(6) 2010. At first it was just medical care unit (mcu).philips was called. We were initially told to reset the receive switches, keyboard, video, monitors (kvm's) and information centers (servers) to resolve this issue. After several times the philips service representatives came in. First the kavoom software was disabled until the switch configurations could be checked and re-corrected. The kavoom software was enabled after this was completed. The problems didn't go away. The next step was to replace the raritan kvm switch at the mcu central with another raritan switch. The problems kept happening. Eventually the problems started happening on intermediate medical unit (imu). After many resets philips replaced the raritan kvm switches with black box servoswitch kvm's. The mcu's problems did slow down, but not in imu. Eventually the philips service representative removed the kvm switches from imu completely. At one hospital the software information is: all run on windows vista, business software. All use software version l.00.18, network version e.00.23, and application version l.00.16 and at the other hospital our m3155 information centers are running software level l.00.20.